Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system failed to start up. Upon troubleshooting, fse checked the system onsite and found that the system had been powered off during the installation of the host os software. The fse replaced the host pc and reloaded the software, but the host pc was unresponsive, and the issue persists. To resolve the issue, fse replaced the host pc, reloaded the software, and carried out all necessary calibrations and tests. The defective components were returned for analysis, for first host pc no malfunction was observed but with the second host pc, malfunction was observed, and the failure was found to be a bmc problem or a dead cmos battery. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.